Manufacturer narrative:
(B)(4).

Event description:
Received information the manufacturer's representative performed diagnostic testing and found >4000 ohms on all or some unipolar pairs. Default values were increased and impedances re-tested. All values were within normal except for c and 0, and c and 3. The patient's therapy was not affected. Impedances were done because the patient was scheduled to have an MRI. Additional information has been requested and if received a follow up report will be sent.